Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small . The patient suffered an air embolism. It was reported that after brockenbrough was conducted, the patients¿ blood pressure decreased rapidly. The results of tests such as computed tomography (CT) showed that there was a lot of air and only a little pericardial effusion. The procedure was discontinued. Atrial septal puncture was performed with using rf needle. Ablation was not performed before pericardial effusion or tamponade was confirmed. The event occurred during the transseptal phase. Tag index color option was used prospectively. Event description update cardiac tamponade is not applicable. After returning to the room, follow-up observation was performed. The patient recovered and was discharged from the hospital on 3/24. The physician's judgment on health injury was that it was non-serious (moderate/slight). Patient suffered temporarily decreased blood pressure. The patient took in a large amount of air bubbles from the sheath as a result of negative pressure in the body when the patient took a long breath. This caused a sudden drop in blood pressure. Air checked by CT. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition. The patient outcome of the adverse event is fully recovered. No other relevant history. There was no evidence of steam pop. This case was discontinued at the time of septal puncture, and before stsf was inserted into the body. Real time graph; dashboard; vector; visitag force visualization features were to be used. Additional filter used with the visitag was fot. Tag index color option were to be used prospectively. Clarification has been requested regarding statement that "the patient took in a large amount of air bubbles from the sheath as a result of negative pressure in the body when the patient took a long breath.¿ currently, this report will be reported as air embolism. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 9-may-2022, bwi received additional information indicating that the pericardial effusion did not require drainage. There was not a cardiac tamponade this is a case of air embolism. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2022, bwi received additional information regarding the event. Air was introduced through the sheath, but it was not possible to determine through which area it entered. Furthermore, the product investigation was completed on(B)(6)-2022 as the complaint device was not returned. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 00001829 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 21-apr-2022, bwi received additional information regarding the event. The physician's judgment on health injury was that it was non-serious (moderate / minor). Health damage is temporary. When the patient took a big breath, negative pressure was applied in the body, and as a result, a large amount of air bubbles was drawn from the sheath. As a result, blood pressure dropped. Patient does not have particular treatment/ disease under treatment history. Clinical examination resulted in confirmation of air by CT. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).